Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with stage 1 diffuse lamellar keratitis (dlk) at the one day post op visit. The steroid drops were increased to six times per day, and at the one week post op visit, the dlk had resolved and the uncorrected va was 20/20.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).